Event description:
As reported by the affiliate, there was withdrawal difficulty experienced with a powerflex pro pta catheter as the balloon was removed through the avanti sheath. Then, the powerflex pro balloon would not re-insert into the sheath. There was no patient injury. The intended procedure was an antegrade plasty of the superficial femoral artery. There was no difficulty removing the product from the hoop or removing the protective balloon cover and stylet. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The powerflex pro was used with an avanti sheath. The device was initially used successfully. However, the balloon catheter was not removed easily. There was no suspicion of a clot or foreign material in the sheath. The balloon was completely deflated and rewrapped properly when this withdrawal difficulty was experienced. It is unknown what was done in order to remove the balloon when the withdrawal difficulty was experienced. The product was removed intact (in one piece) from the patient. However, the powerflex pro device could not be re-inserted into the sheath. It is unknown if the sheath was used to complete the procedure. Neither the balloon nor the sheath was kinked/bent. It is unknown where in the sheath the difficulty was experienced. There was no patient injury.

Manufacturer narrative:
The device has been received; however, the engineering report is not yet available. It will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown.

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, there was withdrawal difficulty experienced with a powerflex pro pta catheter as the balloon was removed through the avanti sheath. Then, the powerflex pro balloon would not re-insert into the sheath. There was no patient injury. The intended procedure was an antegrade angioplasty of the superficial femoral artery. There was no difficulty removing the product from the hoop or removing the protective balloon cover and stylet. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The powerflex pro was used with an avanti sheath. The device was initially used successfully. However, the balloon catheter was not removed easily. There was no suspicion of a clot or foreign material in the sheath. The balloon was completely deflated and rewrapped properly when this withdrawal difficulty was experienced. It is unknown what was done in order to remove the balloon when the withdrawal difficulty was experienced. The product was removed intact (in one piece) from the patient. However, the powerflex pro device could not be re-inserted into the sheath. It is unknown if the sheath was used to complete the procedure. Neither the balloon nor the sheath was kinked/bent. It is unknown where in the sheath the difficulty was experienced. There was no patient injury. One non sterile catheter power flex pro 5.0 x 22.0cm 80.0 cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. There were inflation medium residues observed in the returned device. No other anomalies were observed in the returned device. Insertion/withdrawal test was done with pf pro device and lab. Sample of csi bts 5f and the balloon crossed through the csi without difficulty. Negative pressure was applied to the balloon with an in deflator. Dimensional analysis for od proximal seal could be performed using the vernier as go ¿ no go at 1.88 mm, and the od proximal seal was found within dimensional specification since the od could be passed the 1.88mm. Dimension spec of proximal seal outer diameter x = 1.88 mm per ppe wi ro210124 rev. 132. Review of lot 15768721 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported obstruction and resistance/friction of the catheter sheath introducer was not confirmed as the device was not returned for analysis. Additionally, the reported pta system impeded and withdrawal difficulty through the guide catheter/sheath was not confirmed as the device performed as intended during functional analysis and was within specification. Based on the information available for review, a determination of contributing factors could not be determined. Neither the information provided in the available analysis nor the DHR suggest that the difficult experienced by the customer could be related to the design and manufacturing process; therefore, no corrective action will be taken at this time.